Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735699, version #: 1.0.2 ; product ID: 9735736, version #: 1.2.0 h3). The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Regarding grub menu issue. Eval code method 10, eval code result 104, eval code conclusion 4307. The software analysis reviewed the logs and provided no indication that a software anomaly contributed to the reported behavior. This is likely a hardware issue with the system¿s power supply components. In-house system and app logs had been inspected. The navigation system app, linux system logs and the uninterruptible power supply (ups) logs clearly showed 2 (two) special events that have occurred on (B)(6) 2020. Linux os had restarted, ssd drive ext4 file system checker kicked in and signaling minor inconsistencies that have been fixed. Also the ups daemon and the navigation app logs showed a restart exactly at that time. The navigation app logs for (B)(6) 2020 also show 3 (three) separate runs, of which the first two did not show a normal navigation application exit, the navigation system downtime was 19 minutes for the first unexpected shutdown (between 15:08 and 15:27) and 9 minutes (between 16:19 and 16:47), respectively. The actual root cause for the unexpected computer shutdown is broad: power loss at operating location (combined with ups getting exhausted due to providing power backup for a longer time than energy available), or other general power failure. The linux sys logs do not show any signs of any hardware or software malfunctioning (i.e. No kernel panics). Also, the navigation system application side - no app logs indicate crashes from any navigation sub-processes. This is regarding unexpected shut down issue. Eval code method 10, eval code result 213, eval code conclusion 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found the system functioned as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). Procedure. It was reported that during a case the system shut off and rebooted into the grub menu. System then proceeded to the login screen, but navigation was aborted. The procedure was completed without navigation. There was a delay of less than one hour to the procedure. There was also no impact to patient outcome.